Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer¿s blood glucose level was 300 mg/dl. The customer declined to troubleshooting low blood glucose level. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with juice. Customer stated that the sensor said blood glucose of 40 md/dl and blood glucose was in 50 mg/dl. Customer calibrated at the blood glucose of 115 mg/dl. The insulin pump was not returned for analysis.